Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer also received a no delivery alarm which was resolved by changing the customer had symptoms such as feeling sick to the stomach and nausea and treated with insulin pump customer's blood glucose value was over 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began around (B)(6) 2016 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct, but customer was unsure if basal rates were accurate. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.